Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the network configuration at the station was inaccurate. The field service engineer collaborated with the it department to configure the network settings on the medstation and modified the firewall settings to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis anesthesia es system, it was not communicating. The customer reported that the malfunction affected the dispensing workflow. There were no adverse events or injuries reported based on this incident.